Event description:
The zenith renu converter was passed over the rigid wire and positioned just below the level of the right renal artery. The first two stents were deployed and after verifying position, the remainder of the renu converter graft was deployed. On fluoroscopy, the graft appeared to be in a good position and no kinks or any other abnormality noted. Physician then released the renu converter from the placement device, but was not able to remove the device. In attempting to remove the device, the converter was pulled down into the aneurysm. A rep confirmed that all steps were followed appropriately in attempting to deploy the device. Carrier was then fully removed, but it was obvious to the physician that the stent graft was not in good position and that there was a kink in it preventing from fully deploying. The physician felt that the device was non-functional. The physician made the decision to convert the procedure to an open repair and remove the stent graft. The pt tolerated the procedure satisfactory and was transferred to the ICU in stable but serious condition. On (B)(6) 2011, add'l info provided states that the non-contrast CT scan did not show that much calcification. Pt had poor renal insufficiencies so a CT with contrast could not be done.

Manufacturer narrative:
Pt reported to have tolerated procedure and be in stable condition. Not listed in instructions for use. Event is sill under investigation.